Event description:
Dentist used helistat in a post dental extraction. The dentist's standard practice is to make a paste of tetracycline and 2% xylocaine, place it on a sponge and into the extraction site and suture over the extraction site. When the dentist went to open the flap, there was a black tarry purulent drainage in the extraction site. Infection was reported in four patients. Additional information has been requested.